Manufacturer narrative:
This complaint is still under investigation.

Event description:
The customer reported that the defibrillator powers up in configuration mode. There was no report of patient involvement.